Event description:
Healthcare professional reports left side rejection of device and collection of free thick liquid completely surrounding the breast implant. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. Additional information: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, cloudy and black particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rejection of device and collection of free thick liquid completely surrounding the breast implant.